Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose (bg) level of 490 mg/dl, and confirmed that a manual injection would be administered to address the bg level. Reportedly, the customer experienced some swelling. It was confirmed that the customer has manual injections available as alternate insulin therapy.